Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that upon unpacking, it was noticed that the stent was loose in the box. No additional event or patient information is available.

Manufacturer narrative:
.